Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the biphasic pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed biphasic pcb assembly and determined that the cause of the reported issue was two (2) electrically shorted transistors, designators q5 and q6. Physio also observed that many components on the assembly, including the h-bridge itself, were damaged. This left the device unable to deliver correct defibrillation therapy.

Event description:
The customer contacted physio-control to report that their device has a service indication present and would fail a self-test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device gave an "abnormal energy delivery" message when attempting to shock, indicating the potential inappropriate delivery of electrical energy.